Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer high blood glucose level was 450 mg/dl and other blood glucose level was 500 mg/dl. Customer reported that twice this week it has over 300 mg/dl continuous glucose monitoring and she can't keep doing this 2 days ago it read sensor glucose value 150 mg/dl on her insulin pump. Customer reported that it had her suspended before low and she was at blood glucose level 350 mg/dl. Customer treated high blood glucose with the insulin pump. The auto mode feature was active. The devices will not be returned for analysis.